Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, as the device was not returned, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed the device showed an error b30 scope error. The issue was found during maintenance. There was no patient involvement.